Event description:
It was reported that the patient heard a patient alert and presented for an interrogation. Interrogation of the bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) showed the rv lead was experiencing high/rising thresholds and fluctuating impedances. An x-ray revealed the lead may not have been fully inserted into the device connector block. The lead was re-inserted and re-secured to the device, which resolved the problem. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4574 implantable pacing lead - (B)(6) 2004; 4193 implantable pacing lead - (B)(6) 2004. (B)(4).